Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient fainted during the day, the device was programmed to 2.5v with autocapture off. Upon interrogation, loss of capture was noted. The pulse generator was explanted and replaced.